Event description:
It was reported that the patient underwent a right revision due to unknown reasons. During the procedure, the liner and head were replaced. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02984. The device will not be returned for analysis as it was kept by the patient; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4) ponce.

Event description:
There is no update to the original complaint description provided.